Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported there was a right ventricular bipolar lead impedance warning and the lead displayed high pacing impedance.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, and that the impedance trend of the rv pacing lead was rising.

Event description:
It was reported a right ventricular (rv) lead integrity alert triggered. It was suggested this was due to an impedance variation and the trend showed a single impedance spike. It was also reported there were twenty four short v-v intervals; sensing integrity counter (sic). Additional information was requested and it was learned the noise could not be re-created. Re-programming in the clinic setting was performed by changing the sensitivity, and adjusting to the rv tip to rv coil configuration. Following, there were no more lead issues. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.